Manufacturer narrative:
If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) device, was seen in the emergency room of the hospital due to an episode of syncope with vt @ 130bpm, inappropriate anti-tachycardia pacing (atp) and an inappropriate shock for a rhythm that appears on the atrial lead. A technical service (ts) consultant was requested to review the device data from latitude. Ts noted a change in morphology, and noise on the shock channel. A premature ventricular contraction (pvc) causing under-sensing of the atrial signal. Ts consultant provided recommendations for programming options, recommended lead evaluation and advised to confirm all electrical measurements. Administer posture changes, pocket manipulation, perform x-ray imaging. No adverse patient effects were reported.